Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle/cannula deployed prematurely before the pod was applied.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be damaged. The cannula measured below specification at 0.89 inches. The device was received with the cannula assembly fully deployed. The needle mechanism was reset, ratchet gear manually advanced, and the device successfully deployed. Data downloaded from the device indicates it ran for 312 pulses, primed, and maintained a steady basal rate until it was deactivated after a hazard alarm. The device needle mechanism was found to function as intended. Data downloaded from the device returned an 0x44 alarm, indicating sma wire 1 remains open. The device was separated from the plastic housing and it was found that the sma wire was broken at the bottom anchor. Otherwise, no damages or defects were noted.